Manufacturer narrative:
(B)(4). A visual inspection was performed on the sample, which contains cytotoxic fluid, however, it was not returned to baxter for evaluation. There appears to be fluid leaking from the device but the exact location cannot be determined. The reported condition was confirmed. However, an assignable root cause cannot be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Event description:
The customer reported to baxter (B)(4) of a leaking secondary medication set. The leak appears to be due to a hole in the tubing approximately 10 centimeters from the drip chamber. It is unknown if the condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.